Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A visual inspection of the device revealed that catheter shaft was noted to be kinked. During functional evaluation, the device failed to inflate and leaks were observed due to the pinhole at the proximal balloon bond. Additional information indicates saline only was used during the inflation of the device during the preparation of the device. The device directions for use (dfu) states "use only with appropriate inflation media (of saline and contrast solution mixture)." Instructions for use states "connect a rhv to the balloon catheter luer fitting. Connect a 2-way stopcock to the rhv and securely tighten. Attach a 3 cc syringe filled with a mixture of saline and contrast solution to the rhv port". Based on information available and analysis of the returned device, an assignable cause of "unintended use error caused" was assigned to the reported "balloon failed to inflate" and to the as analyzed "balloon leaked, and "balloon has hole/perforation" as the investigation confirms that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
Analysis of the returned device found that the balloon was leaked and ruptured during the preparation. No patient involvement to the event.